Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device was purchased in 2002, the last repair was on (B)(6) 2010, for a non related issue. The inspection found that the device was out of calibration and had normal wear and tear. The cause of the reported complaint is likely the device out of calibration. The thickness lever settings were out of specification from left to right. When this is the case, uneven thickness cutting may occur. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was skipping over the skin. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that there was no pt harm or injury.